Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "¿select patient information cannot be provided due to regional privacy regulations."" " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported that the care-link connect application had trouble communicating with the server and error message was observed. Troubleshooting was performed and the issue was not resolved. The customer reset the pump and mobile pairing and re-installed the application, and the issue was not solved. Reinstalled partner's app - issue was not solved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the product and the device will not be returned for analysis.

Manufacturer narrative:
"Complaint summary: the helpline support team contacted carelink support to report that the carelink personal account user was not able to generate the reports once they have changed to new pump. Investigation/testing summary: attempted to reproduce the issue by generating the report into carelink system application and observed that the reports with old pump data was working fine ; reports generated with new pump did not show any glucose data , tried to generate the csv report and observed that user has made a future time change event which caused the data ambiguous for the current date range. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the root cause is that the user performed a future date change in the pump, resulting in the data uploaded not being within the current date range. Analysis summary: instructed helpline to inform user to update the current date and time on the new pump. Ticket closed as helpline confirmed that the report generation was working as expected. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.